Event description:
(B)(4) study. Same patient as MFR. 2134265-2012-02149; 2134265-2012-02150; 2134265-2012-02152. It was reported that following a coronary artery treatment procedure the patient expired. Lesion 1 was located in the mid left anterior descending (lad) artery with 50% stenosis and was 6 mm long with a reference vessel diameter of 2.7 mm. The physician treated the lesion with direct stent placement using two 2.50 mm x 8 mm ion coa stents, with 0% residual stenosis. Lesion 2 was located in the right posterior descending artery with 80% stenosis and was 17 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement using a 2.25 x 20 mm ion coa stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced elevated troponin and a myocardial infarction was reported (peak troponin value = 20.4 ng/ml, uln=0.03 ng/ml). It was noted that the patient experienced ischemic symptoms and this event prolonged hospitalization. The 60-70% in-stent restenosis located in mid lad was treated with balloon angioplasty with the placement of a non bsc 2.75 x 28 mm drug eluting stent, with 0% residual stenosis. Additionally 95% ostial stenosis was treated with the placement of a 3.00 x 16 mm ion drug eluting stent. The patient later expired.

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).